Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor board. System operates as intended.

Event description:
The customer reported the workstation boots up all the way, but the monitors remain blank. No pt injury was reported.